Event description:
It was reported that the #0, #1, #2, and #3 keys operate intermittently. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the inoperable keypad with an intermittent keypad response on keys #0, #1, #2, and #3, which was experienced during eval. The remaining keys were functioning as expected. The intermittent operation was found to be caused by a failed keypad. The failed keypad was replaced. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.